Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After the case, it was noticed that the cup impactor was stripped. No further information will be available.

Event description:
After the case, it was noticed that the cup impactor was stripped. No further information will be available.

Manufacturer narrative:
An event regarding thread damage involving a cutting edge impactor was reported. The event was confirmed. Method & results: -device evaluation and results: debris was observed at the base of the threads. Thread damage was observed in addition to a thread fracture that occurred in shear overload. Elemental analysis showed the chemical composition of the debris found on the threads was consistent with an oxide, galling, the base material, the decontamination process and an unknown material. The chemical composition of the collected debris from the base of the threads was consistent with a biological material, oxide, and an unknown material. The chemical composition of the base material was consistent with a 17-4 stainless steel alloy. Hardness was performed on the threads in accordance with astm e18. The hardness was observed to be approximately 43.5 hrc, meeting the drawing requirement of 40 hrc minimum. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: debris was observed at the base of the threads. Thread damage was observed in addition to a thread fracture that occurred in shear overload. Elemental analysis showed the chemical composition of the debris found on the threads was consistent with an oxide, galling, the base material, the decontamination process and an unknown material. The chemical composition of the collected debris from the base of the threads was consistent with a biological material, oxide, and an unknown material. The chemical composition of the base material was consistent with a 17-4 stainless steel alloy. Hardness was performed on the threads in accordance with astm e18. The hardness was observed to be approximately 43.5 hrc, meeting the drawing requirement of 40 hrc minimum. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.